Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 515070 . Batch number#: 2404507. It was reported by customer that when flushing the port needle from the top lumen, the optima cstd leaked through the membrane attached to the y site. Verbatim#: when flushing the port needle from the top lumen, the optima cstd leaked through the membrane attached to the y site.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: following submission of initial MDR, it was identified the incorrect patient codes were submitted. Annex e and annex f codes updates to reflect no impacted as reported by the rep. Device evaluation: one used sample was provided to our quality team for investigation. Through visual inspection, the membrane was observed to be displaced from its original location, verifying the reported incident. After decontamination, the membrane was placed back into the correct position and testing was performed in attempt to recreate the reported incident. A syringe filled with liquid was attached to the connector. Various amounts of pressure was applied to the system, in all instances the membrane remained in tact and no leakage or disconnection of the membrane occurred. A device history review was performed for reported lot 2404507, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Three retained samples of the reported lot were used for additional evaluation. All products were inspected, no damage or other defects were observed on any of the devices. Functional testing was performed, attaching the connector to an injector, syringe, and attaching a needle to the end of the connector. Pressure was applied to the assembly to verify if any leakages would occurred. Liquid was able to move from the syringe, through the system without issue and no leakage was observed. Based on the available information and our quality team's investigation, we cannot identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 515070 batch number#: 2404507. It was reported by customer that when flushing the port needle from the top lumen, the optima cstd leaked through the membrane attached to the y site. Verbatim#: when flushing the port needle from the top lumen, the optima cstd leaked through the membrane attached to the y site. 29oct2024: (B)(6) spoke with rep vial telephone to further review open complaints for this facility and give an overview of the issue experienced. It was explained that when priming and clamp closed, the membrane of the connector could be observed "pulsing or popping". They have chanced their practice to attach the needless connector, prime , then add the connector to the y-site. Rep can only replicate this instance when attempting to prime while the clamp on the line is closed, issue does not occur when the clamp is open. No samples for initial event. No patient harm. Polc. Per additional communications received: we did have a minor incident with the phaseal today. A nurse was flushing a port using the distal lumen. A male end phaseal was attached to the y-site of the huber needle. When flushing with saline, the nurse stated the male end "popped" and saline was leaking around the connector. She stated that she could see the membrane pulsing as she flushed. Jake from bd was on site so they were able to show him what happened, and he swapped out our stock with theirs. We have not had any other issues, and jake was not able to recreate the problem with their supply. A safety event has been entered for this.